Event description:
The facility reported an incident of misprogramming involving a 6060 pump. The pump was infusing an unspecified concentration of morphine to a cancer pt. Reportedly, "the pump was misprogrammed which resulted in the pt receiving a 10-fold increase of morphine. Pt died". No add'l info was available regarding the pt's diagnosis and medical history, date of the pt admission, pt's status prior to the event, morphine prescription, concentration, delivery rate, add'l amount of morphine the pt received, pt's status after the event was discovered, medical intervention, date and time of the pt's death, whether or not an autopsy was performed, and the pt's primary and secondary causes of death.